Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and the lens was replaced, and this did not resolve the problem. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Corrected data: b5- a healthcare professional reported that an implantable collamer lens (icl) implantation was implanted as a replacement lens, reportedly "still not clear". The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D1- primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only". H4- device manufacture date: "03/09/2023" should be removed and "03/06/2023" should be added. H6- health effect - impact code (f): "2199" should be added. H6- medical device problem code (a): "2993" should be removed and "3189" should be added. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).